Event description:
The physician claims that, the graft was implanted for a thoraco-abdominal aortic aneurysm (taaa) in the aorta abdominalis. Two weeks following the procedure, the pt developed a fever (maximum of 39 c) with no increase in the white blood cell count. No treatment was given for the fever. The pt's condition is reported as good. The graft appears, at this time, to have been left in.

Manufacturer narrative:
Since nothing is being returned for our investigation, the complaint cannot be confirmed or denied and the source of the pt's fever cannot, at this time, be determined. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report. Section "f" completed by manufacturer. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch.